Event description:
Additional information received reported that his healthcare provider (hcp) performed a drug test and saw that the patient was taking oxycodone and the patient was dismissed, the device was not refilled prior to dismissal. It was noted that the patient¿s body did not ¿feel the same¿ since the device ran out of medication in (B)(6) 2012 (as previously reported). It was also noted that when the patient ¿had the pump he was more mobile, now he spends most of his time in bed.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's doctor dismissed the patient and the patient's original doctor he had for 12-13 years (who was prescribing both oral pain medication and managing the pump) had a healthcare provider (hcp) who got in an argument with the patient's son who at the time was (B)(6) so they dismissed the patient. The patient then saw another doctor who would only either manage the patient's pump or supply the patient with oral pain medications. The patient had that doctor manage the pump and saw another doctor who prescribed pain pills for the patient. The pump doctor found out and dismissed the patient "cold turkey" when he went to the clinic (B)(6) 2012 to get the pump refill, but it was never refilled to date and the pump has been alarming this whole time. The pump was not managed properly and the patient ended up in the hospital for a couple of days and in the emergency room (ER) several times where they would only give the patient nausea and fever medication, so after one months' time with the pump not being taken care of the patient went through detox for three months and was "deathly sick." The patient's wife took care of the patient for that time. It was noted the symptoms of onset were sudden and the patient had been on oral pain medications for two years now and the patient cried constantly because of the pain. The patient's quality of life had gone down with only being on oral medication and it was harder on the patient. It was noted the patient was able to move better with the pump intrathecal (it) medication and had a better quality of life. They wanted to find a doctor who could manage the patient's pump again. A pump alarm was still occurring due to an empty reservoir and the pump had not been refilled since (B)(6) 2012. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's pump alarm started sounding on (B)(6) 2012. The patient was told that the alarm signified that only 7-10 days of medication remained in the pump. The patient had been prescribed oral medication. About two months later, it was reported that the patient had not been refilled since (B)(6) 2012. It was reported that the patient was "let go" or "dismissed" by his three local doctors. It was also noted that when his pump "went dry," he was put in a "drug hospital" because he was getting sick. It was reported that the patient had gotten over the withdrawals and was able to get up and be mobile. He had been on morphine for thirteen years before being cut off. Since (B)(6) 2012, the patient, reportedly, has been unable to eat and sleep. He also had hot and cold sweats during the night. The patient had been in pain and "cried all the time." It was noted that the patient had also been heard yelling at his wife and son. The patient did not want to have his pump refilled, as it was too big of an ordeal. The drugs in this system were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted:unknown. (B)(4).

Event description:
Additional information received reported that the pump was still alarming as of the date of this report. Other than the symptoms reported previously, the patient also experienced hot sweats and cold chills. The patient was aching and he was in pain. He was also ¿in agony.¿

Manufacturer narrative:
(B)(4).